Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. Additional information was obtained and indicated that the patient had a single coil lead with impedances that run on the higher side. The physician is following the patient routinely. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.